Event description:
The reporter rec'd an er1 message after a blood test. When she retested, she got a high result. She was experiencing sweating and headaches. She did not adjust her medication or seek treatment or advice from a healthcare professional. She had not performed a control solution test with the test strips.